Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2; -14.50/1.5/131 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's eye, it had folded on insertion. When the lens was removed the lens tore. It was replaced with a same length lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).